Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.

Event description:
It was reported that the pulse generator exhibited no telemetry two days post implant. The device was explanted and replaced.